Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.